Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 110 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.

Manufacturer narrative:
The t:slim pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that a minimum fill notification occurred after the customer reloaded a filled cartridge with 300 units of insulin.